Event description:
It was reported during a gastric resection on the second firing of a tlc75 linear cutter with a tcr75 reload, the linear cutter cut but did not staple. The surgeon has to oversew the staple line. There was no consequence to the pt.